Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, extrusion, infection, urinary/bowel problems, organ perforation, bleeding, recurrence and vaginal scarring. On (B)(6) 2010, the patient underwent boston scientific uphold implant due to pelvic organ prolapse. On (B)(6) 2011, the patient underwent repair/removal concurrently with hysterectomy due to protrusion through the bladder wall. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted . The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a vaginal hysterectomy in (B)(6) 2011. The patient has experienced abdominal/back pain with stress urinary incontinence. A computed tomography scan revealed the patient had a calcified mass on the head of the pancreas with lumbar spondylosis. (B)(4) - calcified mass; lumbar spondylosis. This is one of two medwatches being submitted. See also medwatch 2210968-2013-02782. The same patient is represented in each medwatch.